Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4)-incomplete. Associated medwatch: 1221934-2018-54609.

Event description:
Metall abrasion. Patient consequence? No. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes. Additional information from affiliate sept 5th 2018: the material shavings occurred just in the beginning of using it. The first minute. This failure didn't result in surgical delay of greater than 30 minutes or an inability to complete the procedure as intended. Fragments were retrieved with suction of shaver. The procedure was completed with the same device. Alternatives were readily available. There were no procedural or patient anatomy factors which may have contributed to the breakage. Surgical intervention was not planned. No particulates/shavings remained in the patient. No patient impact.

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Associated medwatch: 1221934-2018-54609.

Event description:
It was reported during a knee arthroscopy metal abrasion/shavings occurred in the first minute of using the devices. The shavings were retrieved with the suction of the shaver; no shavings remained in the patient. The procedure was completed with the same device. No delay of greater than thirty (30) minutes was reported. It was noted alternatives were readily available. No procedure or patient anatomy factures which may have contributed to the breakage was noted. No surgical intervention is planned; there was no impact to the patient.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was received and evaluated. The device was reviewed by a cross functional team consisting of r&d, design quality, and supplier quality and it was visually and dimensionally inspected. The visual inspection revealed scratches on inside of outer assembly on the device. The scratches match location of teeth on inner assembly. Wear and scratches were observed on outside of inners and blades/edges of inner tip. As part of the functional test, the device was rotated and moved freely in both directions with no evidence of binding or resistance. All dimensional inspection were measured within tolerance. Machining, edm, welding, heat treat, and the electropolishing process were reviewed for other complaints with this similar defect with acceptable and no conclusive evidence that would have potential to contribute to this defect. Lot was not returned with the complaint, therefore review of this device specific to this complaint could not be completed. There were no areas of concern for how parts are handled through the manufacturing process that would have potential to contribute to this defect. There is no conclusive evidence from the investigation in to this issue currently. Hence, the root cause is undetermined. Investigation of this defect is in-process by cross-functional teams and will be documented within a non-conformance report. (B)(4). Depuy synthes has been informed that the lot number is not available.